Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2023. During the procedure, while inflating the balloon, the balloon burst before it reached 10 mm size. A photo of the device was provided by the customer and shows that the balloon was burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.